Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly dong well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
.